Manufacturer narrative:
An investigation has determined that some cartridges with ck lot # 52044hw00, expiration october 19, 2007, may cause decreased qc and / or patient results, increased imprecision, and error code 1054 (unable to calculate result, reaction check failure) when a cartridge is initially placed into use on the architect csystems. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer stated that upon starting the clinical chemistry creatine kinase lot # 52044hw00, biorad control lot #14140 was out of range low for both levels. Recalibration, alternate control material, and a different reagent cartridge of same lot number did not resolve the issue. There was no impact to patient management reported.